Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 300 mm thoracic aortic dissection. It was reported that the patient had presented 3 times to the ER with back and arm pain. A CT revealed that the false lumen was filling. Because this was the third time the patient presented, their physician decided to extend the valiant device. A 36x32x150 device was implanted down to the celiac artery. During the procedure, no angiograms were performed. It was noted that the false lumen was still visualized using intravascular ultrasound. The procedure was completed with no complications and the event resolved. The patient could move their legs and was reportedly recovering well. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.